Event description:
This system was removed and replaced due to adhesions and keloid scarring. The patent was complaining of extreme pain. The hospital retained the devices. Should additional information be received, this file will be updated.